Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
Hold for sanmi 4/1a us distributor reported that the patient had developed a blister underneath the front right electrode. No report that the blister was open or weeping. The patient was in the hospital at the time and was advised to use a band-aid on the area and due to hospital policy, removed the device during their stay. During a follow-up, it was reported that the patient's irritation improved.